Event description:
A wire collet was sent for evaluation because metal shavings were coming out of the device during a procedure. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion within the device was identified as the probable cause of the metal shavings reported. The wire collet was not returned to the customer; it is not repairable once it is disassembled.